Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings issue was reported with the adc reader. Customer reported the alarm volume was too low and the alarms could not be heard. As a result, customer experienced sweating, seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of glucagen administered by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A settings issue was reported with the adc reader. Customer reported the alarm volume was too low and the alarms could not be heard. As a result, customer experienced sweating, seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of glucagon administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.